Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the ins stopped working after a lithotripsy procedure. It was noted that it was not certain if it was due to eol (end of life) or the lithotripsy. The ins was replaced on (B)(6) 2019, and the issue was resolved. No patient symptoms were reported. No further complications were reported or anticipated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the rep saw the patient in a regular follow up appointment in (B)(6) 2019 and there was no issues with the patient's system at that time.